Manufacturer narrative:
D2: please note that this device was used in an off-label manner as it was implanted for essential tremor. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating they were able to get patient out of over discharge mode. The rep also indicated that the believed the patient was in 3rd over discharge as the clinician programmer (8840) was showing power on reset (por) with 0x8 code. The rep had not performed prms yet but noted that they have had to do them twice before which is why they think it's the third od and patient has only charged once in the last several weeks. The physician assistant (pa) could not get into the 8840 session today. It was reviewed for the rep that the por should be cleared and if this is the third od, they will see end of service (eos), and if not, they should be able to enter normal programming session with no indication of eos. The pa mentioned that the patient had perpetual issues with system. The rep was going to go back to the patient and clear the por.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorder it was reported that the patient had been having difficulty keeping up with charging and they think the battery was in over discharge. The rep was calling to ask about how to use the recharger to pull an ins out of over discharge. The rep stated that the patient may have already had two previous od's but did not know specific times when those ods would have occurred. No symptoms were reported. The rep called back and indicated that they were seeing a physician reset mode (prm) screen and it was reviewed that since patient had not charged in at least a few months, it could take a few prm sessions until device resumes normal recharging.